Event description:
A power source alert was reported by the customer. There was no reported impact to the customer¿s blood glucose level. The issue resolved itself as the customer continued using the same charging supplies, and the pump battery returned to 100% while on charge.